Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with foam in the reagent pack due to incorrect handling of the reagent pack. The foam would affect the volume of the reagent being aspirated. The reagent pack was near empty when the issue began.

Event description:
The initial reporter stated they received discrepant results for seven patient samples tested with elecsys hcg+ss (hcg+ss) on a cobas 8000 e 602 module. The initial values were reported outside of the laboratory. The first sample initially resulted in an hcg+ss value of 684.1 iu/l and this value was reported to the patient. The patient complained about the value, so the sample was repeated, resulting in a value of 2700 iu/l. The customer then decided to repeat samples with initial high results and discrepancies were found for six additional samples (samples 2 - 7). The second sample initially resulted in an hcg+ss value of 3774 iu/l and repeated as 5343 iu/l. The third sample initially resulted in an hcg+ss value of 5490 iu/l and repeated as 13365 iu/l. The fourth sample initially resulted in an hcg+ss value of 24.04 iu/l and repeated as 86.09 iu/l. The fifth sample initially resulted in an hcg+ss value of 304.2 iu/l and repeated as 586.6 iu/l. The sixth sample initially resulted in an hcg+ss value of 9431 iu/l and repeated as 29880 iu/l. The seventh sample initially resulted in an hcg+ss value of 26.82 iu/l and repeated as 46.76 iu/l. For all samples, the repeat values were considered correct as they were consistent with the clinical picture of the patients. The serial number of the e 602 module is (B)(4).